Event description:
Rn contacted baxter's technical service center for assistance during patient's apd therapy. Reportedly, rn noted empty solution bags during refilling of the heater bag. Rn disconnected the empty solution bag and respiked another solution bag with the same spike. Technician assisted rn in ending therapy. No patient injury reported per baxter affiliate.